Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation of the patient¿s implantable cardioverter defibrillator (ICD) possible episodes were noted in which non-physiologic noise had caused false atrial tachyarrhythmia/ atrial fibrillation detections. The episodes were thought to be the results of electromagnetic interference. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not performance as described in the field action. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.